Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer experienced high blood glucose. The customer high blood glucose level was over 400 mg/dl at the time of incident. The customer's parent stated that they treated the high blood glucose with manual injection the customer's parent was assisted with troubleshooting. The customer stated that the infusion set cannula was bent. The device will not be returned for analysis.